Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device distal end was found burnt. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the reported issue. However, according to the investigation, the suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problems, and storage problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the distal end. There was no report of patient involvement or user injury associated with this event.